Event description:
"Caller alleged discrepant results compared with the doctor's meter. Results as follows:" date: (B)(6) 2012, inratio: 5.8, doctor's: 3.4. Last week, pt resulted 5.x on inr1 meter; eye procedure cancelled. On (B)(6), pt was seen at another doctor's office and finger stick = 3.4 (unknown meter brand). On (B)(6), same pt also seen at customer's site, finger stick on inr1 meter = 5.8.

Manufacturer narrative:
Investigation pending.